Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reports stimulation in wrong location, shocking, painful stimulation, and lack of urinary symptom control since implant. Since implant, patient has been getting shocks intermittently in their hip area and down their leg which causes intense pain down their legs and it usually happens when the patient is lifting their leg up. That has occurred 4 or 5 times. When this happens, patient loses control of their left leg and then notices their leg "feels like it's jelly." This sensation causes the patient to fall and the patient says they've fallen "about 20 times." This still happens even with the ins turned off. Patient says their ins has been turned off 3 to 4 weeks after implant. Patient told their healthcare provider (hcp) and a manufacture representative (rep) about this issue when the patient was in the recovery room, but they told the patient that the pain was related to the surgery and to let it heal for a month. Patient rolled from their stomach to their back in the recovery room, and the painful shocking went down to their leg at that time. Patient knows surgical pain (from other surgeries that are non-device/therapy related) and says this pain is different. Patient went back for follow-up 3 to 4 weeks after implant and told the hcp and rep that it was still happening. Hcp took imaging and found nothing abnormal. Patient thinks the ins is "hitting something" so the issue occurs when moving a certain way. Patient was advised to keep the device off. Additional information was received from the rep. The rep was never notified about the intermittent shocks. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.